Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgery coordinator reported that a patient had a fractured orbit post lasik. Upon follow up, patient complained of orbital pain in the right eye. Patient was referred to a dentist and/or ear, nose and throat (ent) doctor. Patient saw a dentist but not sure if the patient was seen by an ent. Patient has been seen by the surgeon several times and has been referred to a neurologist for evaluation. No further follow up with the surgeon is scheduled.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. Company technician reviewed the logfile: first procedure was completed with one docking attempt. Vacuum check / energy check / ablation check at system startup without errors. The second procedure required 11 attempts at obtaining full vacuum two level. Energy values during treatment in allowed range. Vacuum values during treatment close to set point. Procedure was completed and full vacuum was maintained throughout the procedure. No technical failure can be identified by reviewing the logfile. The manufacturer internal reference number is: (B)(4).